Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported the physician went in a subintimal plane to the area of reconstitution. The device was advanced and visualized in the correct plane. The standard wire was introduced and it appeared that the wire was in the lumen. Upon removal of the balloon the wire got stuck in the catheter was pulled out of the area that was thought to be in the lumen. He made more attempts at re entering again but was unsuccessful. No patient injury is reported. Evaluation summary: the specimen presents several bends/kinks of varying severity and frequency scattered over the length of the device. The specimen also presents scraped ptfe coating, in conjunction with scratched wire finish and bend/kink damage 144.5 to 147.5cm from the distal tip. The specimen also presents dried blood-like matter on and within the coil wraps, with some coil displacement proximally from the distal tip resulting in the tip shape distortion over the distal 1.4cm. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. When tested for fit/function within the accompanying enteer balloon catheter, the distal tip of the specimen wire was passed through the true lumen and both side exits without issue.